Event description:
Respiratory therapist called to bedside to assess water spraying from high flow nasal cannula (hfnc). Found hfnc to have water bubbles in inner cannula. No problem with nasal cannula or circuit. Leak at blue connector at cartridge. Removed and replaced cartridge/circuit.